Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out. Additionally, improperly closing the surgical site was ruled out. However, the patient is currently going through chemotherapy treatment which may have contributed to the report of the incision site not healing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the incision site not healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they are currently going through chemotherapy treatment (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
During a follow-up appointment, it was noted the incision site was not healing and the neurostimulator was exposed. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025.